Manufacturer narrative:
The cable assay was returned to the manufacturer for analysis. Analysis tested the cable with a cable validator and multimeter; it passes continuity tests and visual inspection, but it fails the test on the ethernet portion of the cable. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment, representative reported that replacing the umbilical cable resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system had intermittent communication issues. It was reported that the insulation of the umbilical cable was damaged causing the intermittent communication. There was no patient present at the time of the issue.